Event description:
Per the clinic, the patient developed meningitis and was treated with medication (type, date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6), 2015. It was also reported that the patient experienced a csf gusher during implant surgery on (B)(6), 2012. The patient was a non-user due to excessive twitches with device use (duration not reported).

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Manufacturer narrative:
The following additional information was received regarding the episode of meningitis: the patient received pre immunization for meningococcal and pneumococcal disease. There was no previous history of meningitis. No other medical history reported. The patient was hospitalized for 10 days (specific dates not reported) and was treated with antibiotics (type not reported) and anti meningitis medication (type not reported). During cochlear implant surgery, the oval window was utilized for the electrode insertion. The patient is currently recovering. This report is filed july 10, 2015. Device not yet received by manufacturer.